Event description:
The technician alleged that the side rail will not latch. No pt impact.

Manufacturer narrative:
The technician found the side rail latch is bent and the latch screw and nut are missing. The technician replaced the side rail latch, the latch screw and the nut to resolve the issue.